Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the trend data recorded between december 26, 2024, and august 22, 2025, indicates that pacing impedance remained consistently stable at approximately 500 ohms until (B)(6) 2025. From that point onward, a sudden increase was observed up to 3000 ohms, with further progression beyond the expected range continuing through the end of the recording period. In parallel, shock impedance demonstrated a sudden rise from 100 ohms to 150 ohms during the same timeframe. Additionally, the review of the available iegm episodes from (B)(6) 2025 revealed the presence of artifacts on the right ventricular channel resulting in oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.